Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one conquest pta device was returned for evaluation. Crimp markings were noted to the distal end of the balloon protector. The balloon guard was removed with heavy resistance and the use of forceps. Excess glue was noted on the distal tip joint, with a break of the glue noted. The distal tip glue was only partially attached on the device. Therefore, the investigation is confirmed for the reported difficulty removing the balloon guard, as heavy resistance was felt removing the guard from the device. The investigation is also confirmed for the identified tip glue break, as the device tip glue was noted to be only partially attached to the device. It is likely the reported balloon guard issues contributed to the identified tip glue break. The definitive root cause for the balloon guard removal issue could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or improper use of the device, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon protector allegedly could not be removed. The procedure was completed using another device. There was no patient contact.